Event description:
The user facility reported that the case was a neuro large vessel occlusion (lvo) where the angio-seal would not slide down, deploy. No blood loss was reported. The reported event did not result in patient injury and/or require medical or surgical intervention.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided a6: race: requested, not provided. D6a: implanted date: no patient involvement. D6b: explanted date: no patient involvement. E3: occupation: materials. A review of the device history record of the product code/lot number combination was conducted with no findings. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that a non-deployment event occurred. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).